Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump act keypad button only works sporadically. The customer's blood glucose reading was 35mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.